Manufacturer narrative:
The impella was returned for analysis. The cause of the pump stop was ingested biomaterial. Potential pump stop is listed as a potential effect associated with the use of the impella system. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella 5.0 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted in the ascending aorta. Indication was not provided. It was reported the pump stopped. The physician stated that this was due to long term use of the device. No attempts were made to restart the pump because of the patient's do not resuscitate (dnr) policy.